Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineering (fse) visited the customer to address the reported event. The fse inspected the seal breaker adjustment and noticed it was not breaking the test cup seal in the middle. Using the service cd, fse adjusted the seal breaker to pierce the middle of the test cup. The customer successfully completed quality control run without error and within acceptable range. Fse followed up with customer at a later day and customer reported to fse that the seal break error had reoccurred. Fse returned to customer's site to address reported event. Fse confirmed seal breaker misalignment by visual check. Fse adjusted the seal breaker per service manual procedure. The customer successfully completed quality control run without error. No further action required by field service. The aia-900 instrument is functioning as expected. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 11066108. There were no similar complaints identified during the search period. Customers are encouraged to contact the tosoh local representatives for information on maintenance procedures when unable to resolve seal breaker operation malfunction. The most probable cause of the reported event was due to misaligned seal breaker.

Event description:
A customer reported getting seal breaker error while starting a run on the aia-900 instrument. The customer reported that the instrument was rebooted twice but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.